Event description:
It was reported that device was making clicking noise and delivered more medication than needed. No patient injury was reported.

Manufacturer narrative:
The root cause was that customer removed grease from the plunger tube. Pump was found with a popping and clicking sound during syringe delivery test. Accuracy test and verification on position of both slugs were performed and no problem was found. Problem occurred due to user error, pump operated as intended no problem found. Device was cracked on lower left front corner of top case when it was returned. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service repair records. Cleaned and lubricated plunger tube with silicon grease, and performed pm maintenance and all functional testing.